Event description:
My CPAP machine was recalled by philips in 2021, in (B)(6) 2022 I finally received my replacement machine, a used dream station 1. The new machine made a loud whistling sound which made it impossible to use the machine. In (B)(6) my machine was inspected by performance home medical and they attempted to get in contact with philips as they were surprised I had not received a new dream station 2. I was also given a number to call philips that was specifically for recall issues after a few days in case performance home medical was unable to get any answers and since my old machine was in the "low risk" category I was advised to switch back to it while this got fixed. After a few days and no answers I called the phone number and after an obscenely long time on hold finally got to talk to someone. They helped me over the phone and were able to hear the whistling sound. They said they would flag the CPAP for a replacement and to talk to performance home medical and have them talk to their philips representative to see about getting me a dream station 2. The ticket number was (B)(4) at philips. After several weeks I finally find out that philips doesn't have any representatives that work with the distributors anymore so performance home medical was having a very hard time talking to anyone at philips. Once they were able to talk to philips they were then told that I would not be getting a new machine, neither a dream station 1 or 2, and that I should not have been told that I would be. Now, 3 weeks later, a surprise dream station 1 has shown up. This is unacceptable, I have been forced to use my recalled machine for over a year after the recall was announced, once I got my replacement machine it then didn't work so I was still forced to use my recalled machine. Now, almost 4 months later and after explicitly being told I would not be getting one they finally send a replacement. I am furious that they have been giving me the runaround for so long. Reference report: mw5115193.